Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they are having an MRI of their lower back due to lower back pain. They added that an healthcare provider (hcp) thinks ins placement might be related to the lower back pain. Patient noted there is a possibility that the ins will need to be relocated. As a result of what was reported, the call center redirected the patient to the hcp to address medical questions. No further patient complications have been reported as a result of this event.